Event description:
During the product evaluation for a leak at the spike/port interface, it was discovered that the spike itself is also leaking . In this case, the patient was admitted to the hospital in 2006. An effluent culture taken grew staphylococcus epidermidis. No other relevant tests are known. Antibiotic treatment is unknown. The home patient was discharged from the hospital in 2006., however, was readmitted the next day for peritonitis. It is unclear at this point it this is a new case, or if the patient did not recover fully.